Event description:
The customer reported via phone call that she had a prime/fill anomaly on the insulin pump. Customer's blodo glucose was 104 mg/dl. The customer stated that they did not receive 2nd series of beeps nor did numbert on the screen. Customer was advised to disocntinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.